Event description:
It was reported by resmed (B)(4) that a system fault (sf180) occurred on an astral device indicating a battery charger fault. The resulted in an alarm which notified the user of the error message. There was no pt injury reported as a result of this incident.